Event description:
User reported a leak coming from the analyzer onto the floor. Customer confirmed patient results were not affected and there were no injuries. The field service representative determined a defective pressure transducer to be the cause and replaced the transducer. Performance tests performed which were within specification.